Event description:
Patient underwent a revision surgery on (B)(6) 2024 to restore therapy. During the revision procedure, the physician found both leads tangled and severed in the ipg pocket. Physician also identified a seroma in the ipg pocket and decided to remove the ipg, sensing lead, and a portion of the stimulation lead body, and closed. Physician prescribed antibiotics after the procedure was completed.